Event description:
It was reported that generator would not cut or coag, even with repeated blade change-out.

Manufacturer narrative:
At the time of this report the unit had not been returned for investigation. Therefore, the reported complaint could not be verified. As additional info becomes available, a f/u report will be submitted.